Event description:
It was reported the patient's blood glucose level rose to 345 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. It was also reported that the pod was leaking insulin and the site had redness.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The device was leak tested, no tears or leaks were observed that would divert fluid from the intended fluid path. No damages or defects were observed that would result in skin irritation. The cause of the reported skin irritation could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.